Event description:
It was reported a patient's atrial lead presented with dislodgement, discovered via x-ray. The lead was capped and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.

Manufacturer narrative:
Further information requested but not received.

Event description:
New information received notes the patient's atrial lead presented with failure to capture due to the dislodgement. The lead was capped and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.